Event description:
It is reported that the device was implanted in 2005. After the surgery, the pt had supracondylar fracture of the femur. The device remains implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the cause of the fracture of the femur could not be determined due to insufficient info. The product stated in the complaint was not returned for review. The device history records indicate that the femoral component was manufactured to specification. X-rays were not returned for review.